Event description:
A healthcare facility in (B)(6) reported that the warmer head of an iw980jeu wall mount infant warmer, where the grill was attached, had cracked. The crack was noticed during preventive maintenance check. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The warmer head was initially investigated by fisher & paykel healthcare's ('fph') service center at the USA office. Photographs of the affected warmer head were forwarded to fph central in (B)(4). The USA fph service center has only recently returned the subject warmer head to fph central in (B)(4). Further investigation is currently being conducted. From the event description and photographs, this appears to be a known problem of incompatible cleaning solutions reacting with the plastic of the warmer head casing and causing it to crack over time. Fph has made further inquiry into the type of cleaning solution used by the hospital when cleaning their infant warmer units. Fph's infant warmer cleaning instructions has always identified chemicals to avoid such as hydrocarbons, ammonia, amines and aqueous alkaline solutions. As part of continous improvement, we have since revised our infant warmer cleaning instructions recommending specific proprietary cleaning wipes. We will provide a follow-up report upon receipt of the information requested and completion of our investigation.